Event description:
Per the clinic, the patient was explanted due to necrotic skin at the site of the implant.the patient was explanted in 2009. Reimplantation is planned, but had not taken place at the time of this report.